Event description:
As a precautionary measure, co is reporting this incident as an MDR. A karl storz resectoscope was used with an elik evacuator during a procedure. Pt died on the table with pulmonary embolism when the evacuator was used.